Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, nine years and 3 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that approximately one month ago, the patient presented with lower back pain. The aneurysm is 8 cm in diameter. Current vessel morphology was reported as the aortic neck was 24 mm in diameter at renal artery and 37 mm over a length of 1 cm. There disease progression with aortic neck dilatation, and no angulation. A CT demonstrated that there was stent graft migration with a proximal type 1 endoleak. The stent graft was found to have migrated into the aneurysm sac. The physician elected to surgically convert the patient to an open surgical repair. The patient was fine after the surgery. The explanted stent grafts were discarded.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).